Event description:
The device was returned for lcd input issues. Lcd was intermittently not responsive to touch inputs. No other damage was identified.

Event description:
The following has been reported: customer reported "this event was reported on 9/17/2025 @ 1600. A pump running vasopressin on ICU 5b, would not unlock for 10 minutes, during this time the nurse attempted to turn off the pump, pull the cassette out, but unable to do so with the pump locked. When assessing the problem, the pump was still alarming. The nurse opened the bag the pump was in and as demonstrated the problem the pump unlocked. Re-locked the pump and was able to unlock without any difficulty. The infusion was interrupted briefly, in order to change to a new pump. No patient harm. On (B)(6) 2025 customer reported: flaky screen. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.